Event description:
It was reported via repair work order that the nurse call system was not functional due to a damaged nurse call cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow up report being submitted to include information determined during the investigation. It was determined the nurse call cable in question was a non-stryker product. This non-stryker product did affect the functionality of the nurse call system. The technician replaced the cable to complete the repair.

Event description:
It was reported via repair work order that the nurse call system was not functional due to a damaged nurse call cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.